Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the device was cracked on lower left front corner. During occlusion testing, the reported issue could not be duplicated. However, the root cause of the issue was found to be the main board was misaligned which was causing the motor rare error intermittently. This was caused by impact to the device that was caused by the customer. Realigned the main board, cleaned and greased the motor assembly. Performed preventative maintenance and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.